Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds. No adverse patient effects were reported. Additional information noted that the rv lead involved in this case was a competitor lead. This rv lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high pacing thresholds. No adverse patient effects were reported.